Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. The iab bladder has a full thickness abrasion which allowed blood to enter the iab. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) was successfully inserted in a patient of 160 cm in height and in use for around 38 hours and then the pump alarmed. The nursing staff checked and found blood in the helium tubing. Patient outcome: under evaluation in the intensive care unit and is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was successfully inserted in a patient of (B)(6) in height and in use for around 38 hours and then the pump alarmed. The nursing staff checked and found blood in the helium tubing. Patient outcome: under evaluation in the intensive care unit and is stable.